Event description:
It was reported that a user experienced scan errors and was unable to pair their compatible continuous glucose monitor with the ilet application until the application was deleted and reinstalled, after which the cgm successfully paired and readings were obtained. Symptoms included no reported adverse events. Outcomes included successful restoration of cgm connectivity and continued use after troubleshooting and education. Investigation included remote troubleshooting and user education. Investigation of this case revealed that application software behavior was the likely contributor to the pairing failure, which resolved with reinstallation, indicating a software interaction or configuration issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction resolved by corrective reinstallation.